Manufacturer narrative:
Hardware analysis confirmed the report. As returned, the driver had a drill bit stuck. Analysis was able to remove the drill bit and found galling lines on the back end and inside the driver handle. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique "identifer" was not known at the time of reporting. Report source foreign country: (B)(6). The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the grey navlock was replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that when the sterilization department wanted to remove the drill bit 2.4mm it remain stuck inside the grey navlock. No patient was present at the time of the event.